Manufacturer narrative:
The device was unable to be returned to ams for eval by a quality engineer because the fiber was disposed of by the hospital who performed the procedure with this fiber.

Event description:
It was reported by the customer that on (B)(6) 2010, the fiber failed because of the likely implosion of the crystal at 46,409 joules.